Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hydromorphone 1 mg/ml syringes had a change in med ID numbers. Customer was unable to inactivate med ID (B)(6). A technical support specialist guided the customer with the steps involved in formulary and changed the med status to inactive. The customer verified the formulary window and finished inactivating all meds desired. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ cii safe es user was unable to inactivate medication. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.